Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for eval. Unit failed in rescue mode was observed in the log, but not duplicated during testing. The analog board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.